Manufacturer narrative:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was not deployed when it was removed from the patient. The operator abandoned deployment and the closure failed. There was no reported patient injury. The operator was trained in the use of the device, and the exoseal vcd was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. The patient¿s status after the procedure was good. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The indicator window did not change color. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The indicator wire deployment simulation could not be performed, as the indicator wire was returned already deployed, with the guard completely locked. Nevertheless, no abnormal condition was denoted in the returned state, which is the expected condition for a complete indicator wire deployment. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18374411 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty unable" was not observed as the indicator wire was returned deployed and there were no anomalies noted to the internal mechanism. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire loop not being deployed reported since the returned device did not match the event description. It was reported that indicator wire loop was not deployed despite the indicator wire cowling being locked against the handle assembly and an audible click being heard. The device was received with the indicator wire loop deployed and in good condition. It is unknown what issue the customer may have experienced with this product. It was also reported that there was little vessel tortuosity. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was not deployed when it was removed from the patient. The operator abandoned deployment and the closure failed. There was no reported patient injury. The operator was trained in the use of the device, and the exoseal vcd was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. The patient¿s status after the procedure was good. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The indicator window did not change color. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18374411 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer ¿indicator wire deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that there was little vessel tortuosity. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was not deployed when it was removed from the patient. The operator abandoned deployment and the closure failed. There was no reported patient injury. The operator was trained in the use of the device, and the exoseal vcd was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. The patient¿s status after the procedure was good. A 5f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The indicator window did not change color. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.